Manufacturer narrative:
Product analysis: a user interface (ui) printed circuit board (pcb) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis and functionality test was performed. An investigation was performed and the identified root cause of the reported issue was isolated to an electronic component (designator u8). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the bezel keys on a 980 ventilator graphical user interface (gui) were not working when pressed. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the user interface printed circuit board (pcb). The se performed calibrations and extended self-testing on the device and all tests passed.